Event description:
Patient reported implant rupture. Patient reported later "hard as a rock breasts". Healthcare professional reported "implant rupture" and "capsular contracture baker grade iii, with MRI". This relates to the left side. Device has been explanted and replaced with non-abbvie devices.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b1, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Photo analysis: device photograph(s) for the device related to the reported event of rupture, visibility/palpability and capsular contracture was reviewed on june 30, 2025. It is possible to determine the lot number 2784706 and catalog number n-tsf385 of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture. Unknown location of device. This relates to the left side.